Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: nicolli a, bortoletti I, maso s, trevisan a. Course of metal ions after a revision of malfunctioning metal-on-metal total hip prostheses. Medicina (kaunas). 2021 jan 28;57(2):115. Doi: 10.3390/medicina57020115. Pmid: 33525335; pmcid: pmc7912175. Objective and methods: the aim of the present research was to study the course of metal ions after the revision of malfunctioning mom asr thas with ceramic-on-polyethylene (cop) thps. The authors studied 19 revised asr thas. The cup, femoral head, and sleeve were revised and the unk stem remained in situ at time of revision. Comprehensive analysis of blood and urine metal ions was performed and a marked reduction in both was observed within weeks of the revision to a cop construct. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy asr- xl including a cup, femoral head, femoral sleeve, and unk femoral stem. Component. Adverse event(s) and provided interventions associated with depuy devices: 7 revisions to treat cup malpositioning, pain, elevated blood heavy metals greater than 7 ppb. 8 revisions to treat pain and elevated blood heavy metals greater than 7 ppb.